Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code 1494: indication for use

Event description:
It was reported that the procedure was to treat an aneurysm in the left anterior descending artery (lad) with mild calcification and mild tortuosity. The 2.8x19mm graftmaster covered stent was attempted to be advance to the target lesion; however, the shaft of the graftmaster was noted to be soft and therefore, the devices were removed as a single unit. During removal the shaft of the graftmaster broke in 2 pieces outside the patient anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft separation was confirmed. The reported support issue was confirmed through the noted bends and kinks of the shaft. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1494 removed.